Event description:
It was reported that the patient¿s implant system was explanted today because it was malfunctioning. It was unclear how the system was malfunctioning. During explant, the lead was damaged and two pieces remained in the patient¿s pelvis area, as confirmed by x-rays. It was not clear if the pieces were electrodes or lead wires, or how long the pieces were. Additional information received reported that the cause of the event was a non-functioning device. Abnormal impedance measurements were found on 01, 02, 01, and 12 were all greater than 4000 ohms. It was noted that the issue was due to a lead/extension break. Intervention included an explant of the system. The patient symptoms were reported as no stimulation and no therapeutic effect. The patient outcome was noted as no injury.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Product ID: 3889-28, lot# v649845, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)